Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable as the product was reported twice in error. The initial report was forwarded in error and should be voided. The product will be reported on 0001825034-2018-01856.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300919, arcos 19x190mm spl tpr dist, 649370, 11-301344, arcos con sz d std 80mm, 906930, 11-107023, freedom constr. Liner +5 sz 24, 821570, 11-107021, freedom constr hd 36mm t1 +9mm, 273000, pm156556, peck rt tflange sz24, 784760, 103538, ti low profile screw 6.5x60mm, 644450, 103537, ti low profile screw 6.5x50mm, 618190, 103533, ti low profile screw 6.5x30mm, 841500, 103533, ti low profile screw 6.5x30mm, 405510, 103534, ti low profile screw 6.5x35mm, 625050, 103534, ti low profile screw 6.5x35mm, 388940, 103534, ti low profile screw 6.5x35mm, 863980, 103539, ti low profile screw 6.5x70mm, 527170, 103535, ti low profile screw 6.5x40mm, 864000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01850, 0001825034 - 2018 - 01851, 0001825034 - 2018 - 01852, 0001825034 - 2018 - 01853, 0001825034 - 2018 - 01854, 0001825034 - 2018 - 01855, 0001825034 - 2018 - 01856, 0001825034 - 2018 - 01858, 0001825034 - 2018 - 01859, 0001825034 - 2018 - 01860, 0001825034 - 2018 - 01861, 0001825034 - 2018 - 01862, 0001825034 - 2018 - 01863, 0001825034 - 2018 - 01864. Remains implanted.

Event description:
It was reported that the patient underwent an irrigation and debridement procedure due to a right hip infection one month postoperatively. Attempts have been made and additional information on the reported event is unavailable.